Event description:
It was reported that the patient received fourteen inappropriate shocks. It was noted that the right ventricular (rv) lead had high impedance, oversensing, noise, along with low rwaves. It was suspected that the rv lead was fractured. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.